Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter extension tubing is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed abundant blood residues particularly in the extension tubing of the red lumen. The red solo valve was observed to be broken from the catheter extension tubing. A sharp kink was observed along the extension tubing of the red lumen distal of the break site. A microscopic observation revealed the break in the extension tubing to be just within the distal end of the luer hub. The fracture surface of the break site was observed to have uneven surfaces and beach marks from potential twisting, tearing, and/or kinking of the extension tubing. Fracture edges were observed to have ¿c¿ shaped impressions leading into the break site. Characteristics of the break were observed to be suggestive of material fatigue, or possible excessive pulling, twisting, and manipulation of the luer connector hub and/or extension leg. No potential damage/defect of the catheter structure was observed to contribute to this failure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that end of red lumen dislodged during repositioning of patient requiring a PICC exchange.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 15-jul-2025: yes, there was harm to the patient as the patient required numerous peripheral IV pokes and delayed treatment via IV nutrition and medication until the PICC was exchanged.